Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed that the male luer lock came apart (separated) form the tubing. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp y-type microbore catheter extension set came apart from the luer lock on the y site. It was further reported that the intravenous (IV) line "snapped"; further described as the white lumen y site broke and resulted in blood coming out of the patient's line. The line was clamped, cleaned, and the clave and IV products were changed. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.